Manufacturer narrative:
Medical device expiration date: na. Investigation summary: scope of issue: the scope of issue is only limited to part number 660344 (bd facscelesta bvr) and serial number (B)(4). Problem statement: fluid leaking from left side of cytometer onto benchtop and then onto floor. Manufacturing defect trend: there are zero quality notifications (qn) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are two complaints ((B)(4)) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: review of DHR part number 660344-660344-r66034400269-105654612-18; serial number (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause, risk analysis (ra) and servicemax review the reported complaint was confirmed by the fse (field service engineer) that the cause of the leak was due to a bad pressure switch, part number 349532. After the switch was replaced the instrument was brought back to its functional condition. An attempt to retrieve the defective switch was requested but was discarded after the repair. According to the fse, the customer was not exposed to the biohazard fluids and ppe (personal protective equipment) was being worn. In addition, the biohazard fluid was not mixed with bleach and no harm or injury occurred to the customer. There was no impact to patient samples. Service max review: review of related work order #: (B)(4) (case number: (B)(4)), install date: (B)(6) 2018, defective part number: 349532 - switch pressure 10psi, work order notes: subject / reported: fluid leaking from left side of cytometer onto benchtop and then onto floor. (B)(6). Problem description: fluid leaking from left side of cytometer onto benchtop and then onto floor. No odor detected. No fluid observed going into waste tank. Fluid leak presumed to be waste fluid. (B)(6). Cts had caller turn system off and disconnect power until notified otherwise by fse. Fse: due to covid-19, lab may be open on tuesday & wednesday but may be closed afterwards. Customer requests you call on cell phone instead of the usual lab number. Cause: found pressure switch to be leaking and needed to be replaced. Work performed: replace bad pressure switch and test. No leaking. Check and align all optics as needed. Run cst performance, all passed. All specifications met. Solution: replace bad pressure switch and test. No leaking. Check and align all optics as needed. Run cst performance, all passed. All specifications met. Returned sample evaluation: two attempts were made to retrieve the defective part 349532 - switch pressure 10psi but it could not be provided because it had been discarded by the fse, per task (B)(4). Risk analysis: a review of risk management file (B)(4) - risk analysis ice was conducted. Risk management file (B)(4) identifies the hazards of leakage however, the file will be revised to include additional mitigations documented in the investigation result/analysis. Eco# (B)(4) was initiated to make this change. Root cause: based on the investigation results the root cause was due to a defective pressure switch. Conclusion: this is not a safety issue. The reported complaint was confirmed by the fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the faulty pressure switch. Overall, this incident is not considered as a safety risk. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. A CAPA is not necessary because based on the investigation the safety risk is low as there was no impact to customer health or safety. Risk management file (B)(4) will be updated to add a new functional hazard. Eco# (B)(4) was initiated to make this change.

Event description:
It was reported that waste leakage that was not mixed with bleach leaked outside of instrument with a bd facscelesta¿ flow cytometer. The following information was provided by the initial reporter: it was reported that fluid is leaking from the left side of the cytometer onto the benchtop and then onto the floor. It was not mixed with a decontaminate. Additionally, on 2020-03-26 the bd sales consultant provided the following additional information: customer was not exposed, ppe was being worn, not mixed with bleach, no impact to patient samples, no harm or injury to customer.